Manufacturer narrative:
The technician found the hi/low gas spring was not functioning. He replaced the gas spring to repair the stretcher.

Event description:
Info received indicates the stretcher could not go into the trendelenburg position.